Event description:
It was reported that during a tonsillectomy/adenoidectomy procedure using an evac 70 xtra icw wand, the surgeon alleged that there was smoke coming from the wand tip when holding the wand upright. Two additional evac 70 xtra wands were opened and each had the same issue. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or pt complications reported as a result of this event.